Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Patient dob not provided for reporting. Device history records review was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 19. Dec. 2014, 03.010.517 / lot 9273600. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a procedure took place, because of a cold fusion of the handle with the nail and the lack of stiffness of the ball, the screwdriver broke while trying to finish a surgery. The damage nail was taken out with a de insertion handle, and replaced with a (pfna) proximal femoral nail antirotation, this event happened while in the same surgical intervention. The screwdriver broke in 2 pieces, the distal ball of the screwdriver and the screwdriver without the distal ball. Patient outcome was good. Surgery was extended for 1 hour. This complaint involves 3 parts. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
As received condition of device: excessive force marks around the hexagon socket of the connecting screw, as well as the 11 mm hexagon profile below the handle grip. Product development event evaluation was completed: it was reported, that cold fusion occurred between the spherical head hex-screwdriver and the self retaining connecting screw. In consequence, the spherical end of the screwdriver broke off when trying to loosen the connecting screw. A note was added to the surgical technique, stating: ¿in case of difficulties to remove the connecting screw, push the insertion handle towards medial or lateral to neutralise soft tissue pressure.¿ device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint device is not expected to be returned to the synthes manufacturer for evaluation at this time. If the complaint device is received by the manufacturer, a follow-up report will be submitted. (B)(4). The device history record review was completed and the results were reported in initial medwatch report #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. It was reported by the investigation of the complaint articles has shown that: the devices were received in an assembled condition; the insertion handle was still connected to the nail with the connection screw. The t-handle screwdriver was also send back and the complete spherical hexagon part is broken off, the fragment was enclosed. The manufacturing documents of all devices were reviewed and no complaint related issues were found. During the investigation it was possible to disassemble the devices with a straight standard hex-wrench by applying very high force. Afterwards it was possible to assemble and disassemble the devices as required. The review of the broken t-handle screwdriver has shown that the complete hexagon is broken off. The relevant dimensions at the fracture face cannot be verified anymore as the device did slightly twist at this point before it broke. The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. Based on that, we conclude that the very high force that was applied onto the spherical shaped tip of the t-handle screwdriver during the attempt of loosening the connection screw did lead to the breakage of the device. However, based on the provided information we are not able to determine what finally caused the jamming between the nail, the insertion handle and the connection screw. One reason is possibly very strong tightening of the connection screw during assembling, which would explain the visible deformations at the broken hexagon and as well by the visible marks in clockwise direction of a wrench at the upper hexagon below the handle. An investigation that was performed on previous complaints has shown that also shown that soft tissue pressure can also lead to a jamming of the devices. Therefore a note was added to the tfna surgical technique guide, stating: ¿in case of difficulties to remove the connecting screw, push the insertion handle towards medial or lateral to neutralize soft tissue pressure.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date subject device was received by manufacturer for evaluation. The subject device and is currently in the evaluation process and the results and pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 4 for (B)(4).